Event description:
Physician reports left side rupture. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, rupture.

Event description:
Healthcare professional reported, left-side rupture. Additionally, "an increase in leukocytes since about 6 months" and "non corpuscular collection of 18x14mm in the left central quadrant from a probable implant rupture" per imaging report. The device has been explanted.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe as it is a medical event that is not related to the device. Inflammation/irritation: unable to observe as it is a medical event that is not related to the device."